Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported fracture and fluid leak issues as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the dialysis catheter placement procedure using equistream split tip. During the procedure, the catheter was allegedly found oozing. It was further reported that the catheter was allegedly cracked. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using glidepath. Post the procedure, the catheter was allegedly found cracking. It was further reported that there was a breakage found under the catheter clip. There were no reported patient injuries.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. B5, d1, d4 (medical device lot #, medical device expiration date), g3, g4 section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, one photo was provided for review. The photo show partial view of an implanted glidepath dialysis catheter in which clamp was noted on extension legs. Blood stains were noted on the clamps. Blood was noted on the extension leg of catheter. However, the surface of the extension leg is unclear due to poor quality of the photo. The investigation is inconclusive for the reported fracture as the provided photo was not sufficient to confirm the reported issue. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using glidepath. Post the procedure, the catheter was allegedly found cracking. It was further reported that there was a breakage found under the catheter clip. There were no reported patient injuries.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the dialysis catheter placement procedure using equistream split tip. During the procedure, the catheter was allegedly found oozing. It was further reported that the catheter was allegedly cracked. The procedure was completed using another device. There was no reported patient injury.